Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt was not feeling stimulation. The programmer showed that the amplitude remained at the perception level for all programs and could not be increased. Reprogramming efforts were unsuccessful as impedances were invalid for all lead contacts. An x-ray will be scheduled to help determine the cause. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.